Event description:
Patient reported "constant coughing", "allergies", ", gastro problems", "fogginess" as no device related. Also reported "pain" and "removal of textured devices due to product concern". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿allergic reaction/ hypersensitivity - delayed: unable to observe through visual inspection as it is a physiological phenomenon. ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿other - medical: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Patient reported "constant coughing", "allergies", ", gastro problems", "fogginess" (not device related). Also reported "pain" and "removal of textured devices due to product concern". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. The device remains implanted and will be returned.